Event description:
The account alleged the power cord sparked when they plugged it into ac power. No injury reported.

Manufacturer narrative:
The account found no signs of copper wire showing or any signs of damage to the power cord. The account could not duplicate the sparking issue. No signs of flames or smoke. The account found the power cord had an internal break. The account replaced the power cord to resolve the issue.